Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. It also states the efficacy of your t:slim pump cannot be guaranteed if cartridges are filled more than once. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent inaccurate fill estimates with multiple cartridges. Reportedly, the customer filled the cartridges with 150 units of insulin. There was no impact to the customer's blood glucose level. Troubleshooting with tandem technical support showed that the air was not being removed from the cartridge and the customer was reusing and refilling the cartridges. Tandem technical support educated the customer on labeling instructions.